Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Device malfunction: dislodged stent. Time of device malfunction: during stenting procedure. Symptoms/ae: stenting unintended vessel. It was reported that resistance was felt during advancement of the promus stent delivery system (sds) and resistance was felt when attempting to withdraw the sds. The physician felt there was possibly calcification. No predilation was performed. The target lesion was distal; however, the stent dislodged in the proximal segment of the target lesion. The sds was re-inserted into the dislodged stent and successfully deployed in the proximal segment of the target lesion. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.